Manufacturer narrative:
Synergy ous mr 2.50 x 12 mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent and distal stent damage, with stent struts stretched distally past the distal tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found a hypotube kink located 10.4cm distal to the distal strain relief, measured using ruler. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 19mar2020. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery with 12 mm in length and 2.5 mm vessel diameter. A 2.50 x 12 mm synergy ii des stent was advanced but failed to cross the lesion. The procedure was completed with a different of same device. No patient complications were reported. However, returned device analysis revealed stent damage.